Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report # (B)(4). We received: one perifix filter and one catheter connector out of a perifix 400 without packaging. The returned samples were taken to a visual examination. Damages or other deviations were not detected. Furthermore the connection between a original packed catheter and the returned catheter connector was taken to a tensile strength test according to the test plan. Nominal: min. 11.0 n. Actual: 10,01 n. The tensile strength is not within the specification. The defect is due to a development error and already known. Therefore this complaint is consider as confirmed. The product design is being updated to increase the force required to open the catheter connector under change control: (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(6)): clamp of catheter is open.